Event description:
An error message was reported with the adc device. A "scan again in 10 minutes" message was obtained upon scanning sensor, and therefore readings were unable to be obtained. As a result, customer (child) experienced symptoms of lethargy and loss of consciousness and was unable to self-treat, requiring oral glucose treatment from a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.